Manufacturer narrative:
D11- intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have thermal damage located on the side of the yaw pulley by one of the grip cables. The conductor wires did not exhibit any damage and the electrical continuity test passed. The root cause of this failure is attributed to user mishandling. A review of the instrument log for the instrument (pn 47105-17/lot # n10201103 0269) associated with this event was performed. Per logs, the instrument was last used on 23-sep-2021 on system sk0303. The instrument had 6 uses remaining after last use.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps be returned for failure analysis to be performed, but the instrument has not yet been received. Therefore, the root cause of the customer reported failure has not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product or this event. Verification of the event details via system logs cannot be performed at this time because there is insufficient event date and product information. No image or procedure video was provided for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage with no evidence or claim of user mishandling or misuse. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank dmr fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is not applicable because the product is not implantable. The information for blank fields in name and address is not available. PMA/510(k) number and adverse event are not applicable.

Event description:
It was reported that during central processing, the insulation on the joint of the fenestrated bipolar forceps instrument looked like it was burned off. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.